Event description:
The event is reported as: complaint alleges: "during the operation, it was impossible to inflate and deflate the cuff temporarily. No health hazard occurred because time for lack of ventilation was very short." No pt injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.